Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant of this patients cardiac resynchronization therapy defibrillator (crt-d), shock impedance measurements were greater than 200 ohms with this chronic right ventricular (rv) defibrillation lead. The pocket was reopened and troubleshooting was performed with the device and lead. The physician noted they may have damaged the lead; however, no damage was observed. The shock impedance measurements were normal in one shocking vector; therefore, the device was programmed to that vector and the procedure was completed. Boston scientific technical services (ts) discussed additional troubleshooting options. No additional adverse patient effects were reported. The lead remains in service.